Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 12-oct-2022 h6: investigation summary bd received an unsealed 20 gauge insyte autoguard from lot 1194546 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle was already retracted and the catheter adapter was stuck inside of the needle cover. The catheter was found to be intact and not broken. Next, the catheter adapter was removed from the needle cover and inspected microscopically. During microscopic inspection, the engineer was able to verify the reported defect. This type of defect was possible during manufacturing. During assembly, if the catheter is misaligned it can get stuck in the needle cover when assembled.

Event description:
It was reported that during use with a bd insyte¿ autoguard¿ shielded IV catheter detached from needle. The following information was provided by the initial reporter, translated from mandarin chinese to english: the catheter detached from needle

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with a bd insyte¿ autoguard¿ shielded IV catheter detached from needle. The following information was provided by the initial reporter, translated from mandarin chinese to english: the catheter detached from needle.